Event description:
Report received from (B)(6) stating the following event regarding the device.: "rotation decreases when the hose near the hand piece is bent". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental MDR will be sent. (B)(4).